Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an bd eclipse¿ blood collection needle with luer adapter had a foreign matter present before use. No injury or medical intervention.

Manufacturer narrative:
Investigation results: bd received a sample from the customer facility for investigation. The sample was evaluated and the customer¿s indicated failure mode for foreign matter within the holder with the incident lot was observed. Further evaluation of the customer sample was performed and the foreign matter was identified to be red ink embedded within the plastic. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Conclusions: based on evaluation of the customer sample, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Investigation: a review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Note: the investigation is still in progress and, when completed, the investigation summary will be updated.